Event description:
During a transfer set sample eval for a non-reportable issue, two of the three transfer sets which were returned were noted to have broken occluder feet. This malfunction occurred during use. No pt injury or medical intervention was reported per baxter affiliate.